Event description:
Related manufacturer report number: 3003306248-2020-00019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of reduced flow followed by the system stopping was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and by the ppe department. Minor damage was observed on the motor¿s cable upon arrival; however, the motor operated as intended throughout all testing despite the observed damage. The motor was tested alongside the returned centrimag console (serial number (B)(6)) as well as multiple test consoles, and atypical events were unable to be reproduced. Due to the observed irreparable cable damage, the motor was scrapped. The root cause of the reported event was unable to be determined through this analysis. Section 10, entitled "emergency/trouble shooting" of the centrimag primary console operating manual states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the nurse noticed reduced flow on the console, which was followed by complete motor failure. There was no blood flow through the device. The patient experienced desaturation/peri-arrest for 20 to 30 seconds while the healthcare team exchanged the console and motor. Blood flow was restarted once the system was exchanged. No further information was provided.